Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the halogen light lamps were blowing from the light source as they were fitted, and that the fiber optic cable was worn, causing intermittent problems with illumination. The issue was identified during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp is lost, lamp did not light up and disconnection in transformer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp does not light up due to disconnection in transformer and lost of lamp. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.